Event description:
Pt presented with bilateral blister on inner thigh post MRI of lower extremity. Per pt's physician the blisters were small and did not require treatment, no burn cream was administered. MRI safety officer/ physicist (B)(6) came out as did ge field service engineer to investigate on 01/04/2017. The coil was taken out of use on (B)(6) 2017 when the pt's physician alerted mr of the incident.